Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to rite - therapy monitored volume failed performance spec: fill 1 was 830.1 ml, drain 1 was 829.9 ml, fill 2 was 830.4 ml, and drain 2 was 830.1ml (the allowable range is 774.0 to 821.0 ml). Per cqi56 this is a reportable malfunction since fill/drain 1 or 2 volumes were outside the range 750.0 ml - 828.2 ml. There was no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device. External/internal inspection was performed and the pump passed. A manual volumetric accuracy test was completed and the pump failed. The door piston foam was replaced and the manual volumetric accuracy test was reperformed, with the pump passing testing. The original door piston foam was placed back into the device, and the pump failed the manual volumetric accuracy test. An inspection of the door assembly discovered that the door piston foam was deteriorated. The assignable cause for the additional issue rite functional test failure during fill 1 - 2 and drain 1 - 2 was determined to be caused by the deteriorated door piston foam. Pal recommends replacing the door piston foam). The device was sent to servicing.